Event description:
It was reported that during a procedure to treat a de novo lesion in the anterior tibial artery with mild tortuosity, heavy calcification and 99% stenosis, a ht command guide wire was advanced and attempted to cross the lesion; however, the guide wire became stuck. The ht command guide wire was withdrawn with resistance from the patient anatomy and the coil was stretched. Reportedly, the guide wire coils remained completely intact with no separation noted. A new ht command guide wire was used and the procedure was completed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.